Event description:
Patient was implanted with humeral nail and screw construct on an unknown date, approximately (B)(6) 2011. Patient was returned to the or on (B)(6) 2012 for removal of all hardware due to non union. Patient was revised to orif with lcp large frag plate and screw construct. This is 2 of 4 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for lot # 6596019 revealed that part number 04.001.000 was associated with this lot number not 04.003.000. The lot was manufactured by mark two engineering. Po # 1242132, for 247 parts, was inspected to the synthes incoming final inspection sheet number (B)(4) revision "f" on 3/31/2011. The product conformed to all requirements.

Manufacturer narrative:
This device is used for treatment not diagnosis.(B)(4): placeholder.